Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 450 mg/dl. Customer reported that they were not using auto mode at the time of incidence. Customer reported that they received insulin administration alert from the insulin pump. Customer was treated with manual injection for high blood glucose. Customer was okay to troubleshoot for high blood glucose level. Insulin was exited during quick release. The insulin pump will not be returned for analysis.